Manufacturer narrative:
UDI #: not available since product lot number is unknown event date - unknown. Expiration date - unknown since product lot number is unknown. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Device manufacture date - unknown since product lot number is unknown. All pertinent information available to abbott medical optics has been submitted. Publication: marcus a, mehta j.s., rosman m, li l, koh jcw, htoon hm. Tan d, chan c. Visual outcomes comparison of 2 femtosecond laser platforms for laser in situ keratomileusis. J cataract refract surg 2013; 39:1647¿1652.

Event description:
It was reported that during procedure and while laser was firing the patient interface experienced a suction loss. It was reported that the docking cone was reapplied and the femtosecond laser procedure was completed successfully. It was reported good visual results 3 months postoperatively, with a final corrected distance visual acuity of 20/20.